Event description:
It was reported that customer experienced continuous glucose monitor error while using sensor and pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, did not experience repeat error after reset, and successfully started new sensor session.